Event description:
String broke off, tampon retained [foreign body in reproductive tract]. Had string break off [device breakage]. Strings are severed or super weak [device physical property issue]. String break off when I was removing tampon [complication of device removal]. Case description: consumer reported via e-mail that tampon strings are severed or weak and one broke off during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
String broke off, tampon retained [foreign body in reproductive tract]. Had string break off [device breakage]. Strings are severed or super weak [device physical property issue]. String break off when I was removing tampon [complication of device removal]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via e-mail that tampon strings are severed or weak and one broke off during removal. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.